Manufacturer narrative:
Samples received: 24 unopened racepacks. Analysis and results: there are no previous complaints of this code batch. We manufactured and distributed in the market (B)(6) units of this code batch. There are no units in our stock. We have received 24 closed samples to analyze the complaint. We have tested the needle attachment of all samples received and the results do not fulfil the requirements of the european pharmacopoeia (ep). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled usp/ep and b.braun surgical requirements. Final conclusion: taking into account that the results of samples received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is justified. Corrective/preventive actions: we opened a CAPA in order to avoid this kind of incidents in the future: (B)(4).

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 manufacturing site evaluation: evaluation

Event description:
Country of complaint: germany needle detached very easily from thread.